Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection found the door shims to be missing, verifying the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The door shims were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an unspecified issue with the door shims. There was no patient involvement. No additional information is available.